Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2018-00164.

Event description:
This report is 1 of 2. A customer initially reported that on (B)(6) 2018, an a2101 mayfield ultra base unit was not latching correctly and was ¿screaky¿. Additional information was received on 30jul2018 and 01aug2018 from the customer indicating that the problem was discovered after the patient was in pins and their head moved. The procedure was completed with another mayfield 360. The patient was under anesthesia for 45 minutes and there was no patient harm noted.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The unit received with the shock cushion has moved forward in handle and is impeding the gold handle from closing and holding properly; 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench is broken. The device history record reviewed with no previous service records and this device exceeds its expected life of 7 years. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. General maintenance and cleaning required.